Event description:
The pt had several falls in the last several years, broken her femur, had hip surgery and developed a new type of pain. She rarely used her stimulator and wanted to see if stimulation therapy could help with the new pain. When the stimulator was turned on, the pt only had coverage in the front of her thigh. Reprogramming was attempted and impedance were checked. Electrode impedances were less than 250 ohms and greater than 4000 ohms on some of the unipolar pairs on one of the leads. The field rep programmed around them to get better coverage. The field rep programmed readings and therapy coverage. The hcp planned on taking an x-ray to assess the position of the leads. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).